Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported failure could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the single use aspiration needle broke off while it was used with an evis exera ii ultrasonic bronchofibervideoscope. The tip was missing and broken off when they pulled the needle out of the scope and upon pulling the scope out, they noticed the tip was in the channel. The issue was found during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus tbna) procedure. Olympus received further information indicating that the needle broke from the sheath in the patient's lymph node following 4 passes, but the operator was able to extract the needle when they pulled the entire scope out. There was a 5-minute delay with the patient under general anesthesia while retrieving the distal 11 cm of the fractured ebus-tbna needle from the patient¿s airways. The defective single use 19g ebus-tbna needle was set aside and the procedure continued and was completed with an alternative single use 19g ebus-tbna needle. The provider had the damaged needle. The customer was advised to return the scope since the needle tip got stuck in the channel; however, the customer noted it was unknown if the scope had a malfunction or if it had an issue. There were no reports of patient harm as positive control and direct visualization of the fractured needle was maintained at all times within the ebus scope. The related complaint with patient identifier (B)(6) reports the single use aspiration needle.

Manufacturer narrative:
The suspect device referenced in this report was returned to olympus for evaluation. There was a leak in the biopsy channel, deep dents in the distal end cover and discoloration of the probe tip, cracked bending section cover glue, and leak at the forceps passage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number 2429304-2023-00387.